Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusions alarms occurred. Customer's blood glucose (bg) was 583 mg/dl with ketones. Bg was addressed with a manual injection and bg at time of report was 400 mg/dl. Reportedly, the supplies were changed to address the event.